Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported event of helix would not extend was confirmed. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The reported events of high capture threshold and lead dislodgment was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, high capture threshold was observed on the right ventricular lead. Diagnostic imaging was performed which confirmed lead dislodgment. Repositioning of the lead was attempted, however, the helix was unable to extend. The lead was explanted and replaced to resolve the event and the patient was in stable condition.